Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) displayed the error message ¿button depressed detected¿. It was also determined at analysis that the main printed circuit board (pcb), the keypad flex, encoder assembly, two knobs, display flex and display frame were contaminated. The hanger assembly was broken. The capacitor was damaged on main pcb and the lower case was broken. The main seal and display wires were pinched, the wire insulation is not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), displayed the error message ¿button depressed detected¿. The epg was returned to service and repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.